Manufacturer narrative:
Product event summary: the data files containing log files, an image and a video were returned and analyzed. Log files corresponding to the case event date were evaluated, and no error codes or system malfunctions were identified. Image files returned from the field review demonstrated the following. A pulse field generator was identified, labelled: ref: psg100, serial number: (B)(6). A non-medtronic guidewire, identified as 0.032 inch amplatz extra stiff guide wire. The image showed a guidewire exiting a deployed pulse field ablation catheter spiral array, where reddish foreign material was observed at the catheter tip and guidewire junction. No catheter lot number or serial number was visible in the returned images. Additionally, one returned video from the field showed a medical staff member attempting to advance and retract the guidewire from the pulse field ablation catheter without success, indicating difficulty with guidewire mobility within the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire became stuck inside the catheter after completion of the ablations and while attempting to pull back the guidewire. The catheter was not replaced as issue occurred at end of procedure. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012793819 was returned and analyzed. Visual inspection of the array, shaft, and handle did not reveal any anomalies. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. The returned guidewire was received inserted inside the catheter and tissue was observed to be stuck on the distal tip; several attempts were made to retract it but were unsuccessful. At the end using a dissolvent, the guidewire to was able to be be removed. After flushing the catheter with warm water, a test guidewire was inserted into the catheter and retracted several times without any issues; no anomalies were identified concerning compatibility. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the catheter did not pass the returned product inspection due to the presence of tissue on the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.